Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that "one of the batteries is bad" and that they had to "disconnect one of the wires". The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.